Manufacturer narrative:
This is an initial report. The products have been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1024207) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
On (B)(6), 2011 a customer's daughter-in-law reported the customer was receiving higher than feels readings using his freestyle freedom meter. No meter readings were provided as the daughter-in-law stated that the customer "does not remember the reading taken in the meter." The daughter-in law reported "about a month ago" at 4:00 am, the customer was sleeping when he started sweating and lost consciousness. Paramedics were called and administered oral glucose to the customer at his home. The customer was not transported to a health care facility. No self-treatment was reported. There was no report of death or permanent injury associated with this event.